Manufacturer narrative:
System check was performed on (B)(4) 2010 and the results were within the instrument specifications.while troubleshooting with customer technical support (cts), it was found that the reagent pack was misloaded in an incorrect slot in the reagent carousel. Service was not dispatched as the issue was resolved by troubleshooting with the cts.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no value troponin (accutni) results with ind flags generated by access 2 immunoassay analyzer for several patients. The results were not reported out of the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.